Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 440 mg/dl. The customer was hospitalized because of a foot infection and had to remove her sensor. However, when she tried to reconnect the sensor the transmitter did not blink. She experienced a high blood glucose level of 600 mg/dl before her blood glucose level dropped to 40 mg/dl. The customer injected glucagon, experienced a seizure, and was taken by the ambulance to the hospital. The product was not returned. Nothing further to report.